Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician was attempting to deliver a taxus express2 3.5x24mm drug eluting stent to a tortuous proximal right coronary artery (rca) lesion. The stent came off of the balloon. The physician attempted to retrieve the stent but was unsuccessful. The stent was post dilated to a secure location in the rca. No pt complications occurred. Pt status is satisfactory.